Manufacturer narrative:
The device was received for evaluation. Testing of the device confirmed error code 44510. Therefore, the circuit board was replaced. Following repair, the device passed all function and delivery testing.

Event description:
A report was received that stated the pump alarmed "error code 44510." No patient injury or adverse event was reported.